Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was bent, so the needle could not enter. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for investigation. The returned sample was visually examined with and without magnification. Visual inspection revealed three slight bends near the distal j tip. The coils appeared slightly closer together, but were not offset or unraveled. The j tip was still intact. The bends were measured to be 499 mm, 535 mm, and 546 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from inventory with minimal resistance. A manual tug test was performed and confirmed both the proximal and distal welds were intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Based on the investigation performed, the reported complaint was confirmed. The wire contained three slight bends. A manual tug test confirmed that both ends remained intact. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the event happened during use, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the guide wire was bent, so the needle could not enter.the procedure was completed using another device.